Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that upon checking impedances after generator replacement, electrode 3 returned with impedances greater than 40000 ohms. No none factors related to this.  Previous 97702 device was unable to be interrogated pre-op as battery level was too low. Multiple impedance checks using new 977006 device. Surgeon removed and reinserted the lead/extension into the device header several times but it did not resolve the high impedance of electrode 3. Both leads and extensions were included in the report as it was not known which lead and extension was 0-8. However, the issue is only with the lead and/or extension in the 0-8 position in the device header.

Manufacturer narrative:
Continuation of d10: product ID 3778-45, serial# (B)(6), implanted: (B)(6) 2012. Product type: lead. Product ID 3778-45 lot# serial# (B)(6), implanted: (B)(6). Product type: lead. Product ID 3708120 lot# serial# (B)(6). Product type: extension. Product ID 3708120 lot# serial# (B)(6), implanted: (B)(6), product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(6), ubd: 08-oct-2016, UDI#: (B)(4) ; product ID: 3778-45, serial/lot #: (B)(6), ubd: 17-aug-2016, UDI#: (B)(4) ; product ID: 3708120, serial/lot #: (B)(6), ubd: 12-may-2019, UDI#: (B)(4) ; product ID: 3708120, serial/lot #: (B)(6), ubd: 19-sep-2018, UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.